Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that since implant of the cardiac resynchronization therapy-pacing (crt-p) device the left ventricular (lv) thresholds has increased and longevity estimates are very low, with the device only giving a minimum of one year longevity. The crtp device remains in use. No patient complications have been reported as a result of this event.